Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation. The device will be evaluated by a stryker foreign subsidiary. A follow up report will be submitted once the quality investigation is complete. (B)(4): the device is not being returned to the manufacturer for evaluation.

Event description:
It was reported by a stryker foreign subsidiary that while checking the trigger it was getting stuck. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during evaluation that there was an absence of lubrication on the bearing. The device was cleaned and lubricated and returned to the customer. The device was evaluated and repaired by a stryker foreign subsidiary.

Event description:
It was reported by a stryker foreign subsidiary that while checking the trigger it was getting stuck. There was no patient involvement and no adverse consequences associated with the device.